Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid cuff leaked air after approximately four days in use. There were no adverse patient effects.

Manufacturer narrative:
Investigation completed on portex tubes blue line. P/n 100/860/080 returned and visualized along with inspection. Visualized with no discrepancies. When testing was done after submerged in water, a small leakage was detected with a small tear. The engineering process did not reveal any discrepancies with these model and the device passed 100% before it was released. The cause is believed to occur after leaving the site and usage on patient. Precheck did not reveal any problems, as occurred during procedure . As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on 17/feb/2020 about failure mode reported by the customer.

Event description:
Investigation results completed on a smiths medical portex tubes blue line . Summarized in h 10.